Event description:
The facility reported a pump that will run for 5 mins and then turn off. It is unk when this event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump that will run for 5 mins and then turns off was not confirmed during prod eval. Therefore, no further correction was made concerning this event.